Event description:
Customer reported the monitor has burned in images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. System operates as intended. This MDR is related to ge healthcare.